Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility a 59-year-old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported that while on support the patient experienced a hematoma that required evacuating. Additionally, the patient had ectopy while on impella support. The cause of ectopy was unknown.

Manufacturer narrative:
The investigation for the reported arrhythmia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of arrhythmia and access site bleed could not be determined as the device was not returned nor sufficient clinical details.